Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that she was trying to rewind and prime the pump. She was able to rewind but had issues getting passed the fill tubing screen. Troubleshooting was not able to resolve the issue. The customer was offered to have the pump replaced.the device was not returned for analysis.